Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pe valve had a worn poppet. Additional malfunctions include the tie wraps were leaking.